Manufacturer narrative:
The customer requested part information for a replacement paddle set with no engineer evaluation.

Event description:
It was reported to philips that the device had a defective paddle set. The device was not in use on a patient.